Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device history review: there was no non conformance regarding this lot the product was not returned to j&j medtech orthopaedics, however photos were provided for evaluation. Visual inspection of the returned photos found the anchor broken. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the 4.9 healix adv sp peek ce would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; axial misalignment occurred and consequently the anchor fracture. As per IFU improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.¿

Event description:
Report 1 of 2 for (B)(4). It was reported that during an unknown surgery, it was observed that when the positioner was removed from the 4.9 healix adv sp peek ce anchor device, it was returned, also breaking the sutures it had and when the pcl tissue was passed being a thin tissue, the expressew iii needle pk5 device tip broke, causing discomfort to the surgeon. It was reported that the intra-articular lunt was removed without causing harm to the patient. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.